Event description:
It was reported that a 34-year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 425cc gel breast prosthesis (left device) and a mentor memorygel breast implant 450cc gel breast prosthesis (right device) developed grade ii ptosis in both of her breasts post implantation. As a result, the patient underwent bilateral explantation and replacement with sientra gel breast prostheses on (B)(6) 2022. During explant surgery, it was discovered that the right breast prosthesis had ruptured. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast ptosis. Manufacturer¿s reference number: (B)(4).